Event description:
It was reported that the patient underwent pump and catheter system replacement. The reason for replacement was not provided. The new pump was filled in the operating room with preservative-free morphine 25 mg/ml and was programmed to infuse 3.885 mg/day. Per the reporter, no issues were noted upon review of the pump printouts. The patient was found deceased the following morning. An autopsy was performed. The autopsy results were not reported; the reporter stated that "it was not ruled that his death was due to the pump". The patient had a "long history of medical problems". Additional information has been requested from the hcp, but was not available as of the date of this report.